Event description:
The buttons on pt's device do not stop the flow of insulin when he is priming or bolusing. Pt stated he was unable to stop a prime by hitting any button. Pt also delivered a bolus that was too high and was unable to cancel it by pressing the down button and it delivered in full. Pt stated the buttons work for all other functions of the device. Pt's blood glucose was not affected and current condition is good.